Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Additional information became available that this device and right ventricular (rv) lead has been explanted.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range shocking lead impedance measurement of greater than 200 ohms in all shocking configurations. The patient was diagnosed with colon cancer and therapy was off for patient will have a surgery. Boston scientific technical services (ts) discussed potential factors that could cause an out of range measurement. Additional information was received indicating that an x-ray was done but did not reveal any anomaly. The physician elected to turn off sensing in case sensing issues will develop to avoid unnecessary shocks. The patient will have the lead replaced after colon cancer surgery will be completed. At this time, the system remains in service. No adverse patient effects were reported.